Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 07jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the flow sensor was out of range. There was no patient involvement. Event date not specified; estimate used

Manufacturer narrative:
G4: 25feb2019. B4: 30aug2019. D4: the serial number was confirmed (B)(4). The service technician confirmed the exhalation flow sensor and oxygen flow sensor were replaced to fix the reported issue, and the unit passed the extended self test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.